Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4). Product ID: 9735773, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The uninterruptible power supply (ups) was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The ups was standalone tested and no issues were detected. Outputs v1-5 measured 48.62 vdc and v6-11 measured 12.26 vdc. The power button functioned, as intended. No known issues were detected. The batteries were returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The batteries were installed on a known working system overnight. When the batteries were powered on the system shut down after eleven minutes. No fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while doing an in-service, the system powered off unexpectedly. The manufacturer representative tried to troubleshoot the issue and when they pressed the power button with the carts connected, both carts powered on normally. They checked the self-test and everything appeared normal status. They unplugged the system from the wall and both carts went to battery backup normally with 80% charge remaining. The rep called back and the issue occurred again after about an hour. When they shut down and restarted it, the system would go to backup battery normally when unplugged. No patient was present at the time of the event.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. If information is provided in the future, a supplemental report will be issued.